Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the band could not be deployed, and eventually got stuck in the endoscope opening. In order to remove the device, one band had to be removed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the band could not be deployed, and eventually got stuck in the endoscope opening. In order to remove the device, one band had to be removed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 17, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing returned with three bands attached to it and the ligator housing teeth were found bent. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator housing had three bands attached, and the ligator housing teeth were bent. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on july 17, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the band could not be deployed, and eventually got stuck in the endoscope opening. In order to remove the device, one band had to be removed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 17, 2024: it was noted that no difficulty was experienced upon setting up the device.